Event description:
It was reported that following a coronary artery bypass graft the patient had to return to theatres for a re-procedure. During harvesting, ima was harvested in the normal technique using lt102 to control bleeding. Primary procedure was uneventful. Patient returned to theatre with post operative bleeding and on investigation, surgeon found lt102 dislodged and had moved/ flipped.

Manufacturer narrative:
(B)(4). The lt102 cartridge used in the procedure was discarded. The customer returned 4 sterile lt102 cartridges and 11 possible devices from their inventory that could have been used during the procedure. It is unknown which device was used during the procedure. Two of the devices were returned on this complaint; please reference the other complaints for the remaining device analyses: 3005075853-2013-06358, 3005075853-2013-06361, 3005075853-2013-06359. Additional information was requested and the following was obtained: were any issues encountered during the original procedure? Yes. Were there any issues loading the clips? Yes. The clips appeared to be loaded. Was the cartridge base used when loading clips? Yes based was used in every case which clip applier code was used? During harvesting were they using single or double clips on the branches? Single clips to the branches. Was this considered normal harvesting? Yes. Please specify the size of the branches? Normal size ½ mm to 1mm for small clips up to 1.5mm for med. Was the surgeon able to visualize proper clip occlusion prior to closing the patient? It appeared so. During re-op, were the clips found to be in good formation? Were any of the clips dislodged? When reopened the clips were off vessels found loose. Please specify what ¿clip flipped¿ means? Should be read slipped. What was the serial number on the clip applier? Itemized at the bottom of this email. How was the post operative bleeding controlled? Used horizon clips. What is the patient¿s current status? Discharged. Is the patient expected to have a full recovery? Yes. How many small reusable appliers does this facility have? Lots. Was the same reusable clip applier used for each event? They were all new appliers, as this was an ethicon evaluation in cardiac. Is the clip applier still in circulation at the hospital? No. The analysis results found that lx107 device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. The lx107 device (b) was returned non functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: this patient was returned to theatre on (B)(6) 2013 to control post-op bleeding. When was the original coronary artery bypass procedure performed? 24/10 1 hour 45mins after primary surgery. How was the post operative bleeding diagnosed? Tampanarding and drains. How was the bleeding contained at the second procedure? With suture oversewing of the mammary artery. Were all the dislodged clips removed from the patient? Yes. What is the patient¿s current condition? Good recovery. Has the surgeon indicated there may be legal action? No. Is there any other additional information available? No.